Event description:
After having fired a plcr60b reload in a right colectomy procedure it was noted that the reload remained stuck to the tissue and the staples on the right side of the transection were malformed. The portion of the tissue to which the reload was stuck, and which had malformed staples was the portion being removed from the body. Thus no surgical intervention was required.

Manufacturer narrative:
Patient's weight is unknown; "000" is a placeholder. Visual examination of the returned reload showed damage consistent with its having been improperly loaded into the stapler. This improper loading contributed to the observed event.